Manufacturer narrative:
Product event summary: analysis found the battery was depleted. The analyzer passed all incoming functional tests.

Event description:
It was reported the analyzer did not respond to the changes carried out in the programmer which caused a delay in the procedure. The analyzer was returned for service. No patient complications have been reported as a result of this event.